Manufacturer narrative:
A bci field service engineer (fse) cleaned the spill which was no foam solution. The fse replaced the tubing connected from the solenoids to the no foam bottle.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak around the wash concentrate bottle area of unicel dxc 600 pro synchron clinical system. No injury was reported and there was no effect to patient or user.